Event description:
It was reported that an unspecified number of bd luer lok¿ 3 ml syringe bulk convenience paks experienced foreign matter contaminatiin which was noted prior to use. The following information was provided by the initial reporter: material no: #309702 batch no: unknown. Event description: when mixing tsb (triptic soy broth) in the syringe you can see small whitish specs; we have seen this in the following: bd syringes: 3 ml, ref #309702; 5ml. We have already sent them to testing and - their preliminary findings are that the specs are silicon.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/11/2020. H.6. Investigation: five physical samples were returned for evaluation by our quality engineer team. Through microscopic examination, no signs of white particles were observed on the returned samples. Therefore, an exact cause for this reported incident could not be determined. Based on the provided customer feedback, it is possible that the white particles reported were composed of silicone. Silicone is a normal part of the manufacturing process and is applied to lubricate the rubber stopper. As the batch number associated with this product incident is unknown, further review of the production process could not be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd luer lok¿ 3 ml syringe bulk convenience paks experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: #309702 batch no: unknown. Event description: when mixing tsb (triptic soy broth) in the syringe you can see small whitish specs; we have seen this in the following: bd syringes: 3 ml, ref #309702; 5ml. We have already sent them to testing and - their preliminary findings are that the specs are silicon.